Manufacturer narrative:
Corrected data: device code 3189 should be corrected to 2993 in initial medwatch report. Device evaluated by MFR: device evaluation: lens returned dry with surgical residue in a contact lens case. Visual inspection found; no visible damage to lens and residue on lens. Claim #: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm, vticm5_13.2, -7.50/1.5/089 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on 27 (B)(6) 2019. On (B)(6) 2019 the lens was explanted due to observation of elevated iop (intraocular pressure) and significant reduction of irido-corneal angles. This explant resolved the problem. The surgeon and patient are considering implanting a new lens after three or four months.